Event description:
The device was applied to tissue during a liver resection and the jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The surgeon opened another lf4318 in order to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.